Event description:
It was reported that a one-link extension set had no flow. According to the report, the reporter stated the set was not flushing. This event occurred during infusion. It is unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (with the naked eye) and microscopic inspection were performed with no issues noted. A functional test was performed in which the device was connected to a solution bag and observed for flow issues; the set was found to flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.